Event description:
Found during testing. According to the reporter, the display was blank and the device would not turn on. There was no patient involved in the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the display was blank and the system would not turn on. Physio replaced the user interface pcb assembly and then observed that it would properly power up. The device was returned to the customer for use.